Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use at the time of incident. A philips remote service engineer (rse) inspected the system and identified that the remote monitoring alert of ippc degraded disk bay board which is the cause the loss of live image. Fse visited onsite and reviewing log file that identified that one or more posts failed. After checking fse found the ippc was defective. The defective part could not be conclusively determined by the supplier's part analysis as there no failure found. Fse replaced the ippc, after replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that that the system produced a remote monitoring alert of ¿rmt - ipu: ippc degraded disk bay board ¿ frontal¿ which could lead to a loss of live image. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.